Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) false positive group a strep patient result was obtained. Upon performing culture testing, a negative group a strep result was obtained. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information. This is report 47 of 50.